Manufacturer narrative:
Although a coloplast product was cited, in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with mesh product. Later the pt experienced vaginal pain and loss of sensation and dyspareunia during sex. A posterior colporrhaphy with enterocele repair and excision of polypropylene mesh was performed under general anesthesia.